Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the moderately calcified and mildly tortuous lesion in the mid right coronary artery. The 3.50x48mm rx xience xpedition stent delivery system (sds) was advanced into the patient however the proximal shaft outside of the patient separated. The separated part of the sds was simply withdrawn. The procedure was completed using another same size device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a lesion in the moderately calcified and mildly tortuous lesion in the mid right coronary artery. The 3.50x48mm rx xience xpedition stent delivery system (sds) was advanced into the patient however the proximal shaft outside of the patient separated. The separated part of the sds was simply withdrawn. The procedure was completed using another same size device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing was performed on the returned device. The reported shaft separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.